Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation a fluid leaked out of the back of the device. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and during the evaluation fluid leaked out of the back of the device. A sample was taken from the device. Based on the investigation details, the likely cause for the reported complaint was a damaged e-box controller, which was replaced along with other components.